Event description:
This lead was explanted and replaced due to high impedances. The physician was going to reposition this lead, however the pin got stuck in the device header. Both this lead and the ICD were explanted and replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.